Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft may have become infected approximately 8 months post-implant. The physician was considering an explant procedure but had the patients abscess drained first. According to the physician, the patient seemed to be feeling much better after the draining procedure and now had a PICC line with antibiotics. The physician believes the stent grafts may not need to be explanted. There were no indications of any issues or problems with the patient¿s anatomy either pre or post-op to suggest this was a possible outcome. The devices looked good and were patent and working properly upon completion angiogram at the end of the procedure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The physician reported that air was clearly visible in the aneurysm sac. Despite antibiotic therapy, the patient ultimately expired. The physician commented that he does not believe the device contributed to the patient's death, but it actually extended the patient's life an additional 6 months due to the patient's previously rapidly expanding aneurysm.